Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 1000 mg/dl. The customer reverted to using manual insulin injections. As the customer was not attached to the pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be determined.

Manufacturer narrative:
Additional info received indicated that the customer has not received any further alarms and that the pump was functioning as expected. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.